Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product will not be returned.

Event description:
It was reported that insulin was leaking at the connector point. After noticing the leak, the patient primed the tubing and insulin was not passing though the connector needle, but leaking into the plastic clip part. This had caused the patient's blood glucose levels to rise. After changing the tubing, the problem was solved.